Event description:
The customer reported that the insulin pump alarmed and squirted insulin during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.